Manufacturer narrative:
In this case, the valve model number and implant date is unknown.  Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular.  This intervention is performed to treat serious injury and/or prevent permanent impairment.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The causes of the valve in valve procedure could not be determined with the limited information provided.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and nay excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventive actions are required at this time. Reference article: su jin lim , md1 , hyun jung koo , md, phd1 , seung chai jung , md, phd1 , do-yoon kang , md, phd2 , jung-min ahn , md, phd2 , duk-woo park , md, phd2 , seung-jung park , md, phd2 , dong hyun yang , md, phd1 , and joon-won kang , md, phd , ¿sinus of valsalva thrombosis detected on computed tomography after transcatheter aortic valve replacement¿ (korean circulation journal, 2019).

Event description:
As reported from our affiliates in (B)(6), per medical article ¿sinus of valsalva thrombosis detected on computed tomography after transcatheter aortic valve replacement¿ a study between march 2011 and aug 2019, 192 patients underwent cardiac CT after transcatheter aortic valve replacement (tavr) procedure. Approximately 8 years post tavr with a sapien valve, one patient underwent a valve-in-valve procedure.  The reason for the valve in valve is unknown.  No further information can be achieved from the site.